Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the screws holding the side rail panel to the side rail mechanism were pulled out). The arjo technician who inspected the bed frame assessed that probably, the side rail was overloaded by the patient who sit on the side rail. The instruction for use for citadel plus bed frame (document number: (B)(4)) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. There was no allegation that any patient was involved when the malfunction occurred. The complaint decided to be reportable due to the side rail detachment. No injury was claimed.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. One of the side rail panels was detached from the side rail mechanism. There was no allegation that any patient was involved when the malfunction occurred. No injury was reported.

Manufacturer narrative:
The inspection of the citadel plus bed frame conducted by the service technician revealed that the screws holding the panel to the mechanism were ripped off. The investigation is ongoing. Results of the analysis will be provided to the follow-up report.